Manufacturer narrative:
A photo was returned showing the drip chamber of the 14687-15 primary plum set. No leakage observed from the photo provided. No samples were returned for investigation. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is not available to be returned; however, a photo was provided to aid in the investigation but the investigation has not yet been completed. E1 - initial reporter phone has an extension # (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where a leak was reported. The tubing was flushed with 50 ml normal saline when an eloxatin infusion was completed. The remaining normal saline was infused with flow rate of 300ml/hr for 100ml. When the healthcare provider was about to switch the drug, leakage was noted below the filter vent. The healthcare provider confirmed that the set was not squeezed or inverted during usage. There was patient involvement, no patient harm, and no unprotected drug exposure to patient or healthcare provider.